Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this instrument was inspected during cleaning, it was noted that it had a broken wire and was given to reporter to return. The last procedure it was used on was a myomectomy, no reports on the instrument being faulty were reported.